Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. It is possible that during removal of the gripper line, the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty removing the line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper line lumen. These aggregations of forces may have resulted in the difficulty removing the gripper line; however, this cannot be confirmed. The reported single leaflet device attachment (slda); however, appears to be a result of the difficult gripper line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line. Additionally, the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure, 2 clips were implanted without issue. After the third clip was deployed, resistance was felt during removal of the gripper line, but the line came out smoothly after the initial resistance. The third clip was then noted to be only attached to the posterior leaflet and it was suspected that the clip detached from the anterior leaflet during gripper line removal. One of the previously deployed mitraclips was already parallel to the third clip, so no additional intervention was performed. Mitral regurgitation (mr) was reduced from severe to mild to moderate. No additional information was provided.